Event description:
It was reported that the procedure was to treat a lesion in the right internal carotid artery. The 9 x 40 x 136 xact stent was placed successfully. Post angiography showed good stent placement and the patient had a good neurological response; however, that afternoon the patient experienced a stroke. Further angiography showed that the stent was open and was placed well. There was no change in the patients symptoms the next day. No additional treatment has been scheduled. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the xact carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.